Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the failure of the lamp ignitor due to the aging degradation of long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in an unspecified timing, the examination lamp did not ignite. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device, and it was found that the emergency lamp lit up instead of the examination lamp, due to a failure of the lamp ignitor of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: d4, d10, g4, g7, h2, h3, h4, h6, and h10. The first supplemental report contained what could appear to be conflicting statements regarding the return of the device for evaluation. It can now be confirmed that the device was returned to an olympus service center in the united kingdom, where the lamp ignitor was identified as being defective and was replaced. As the device was manufactured over 11 years ago, the failure of the lamp ignitor was attributed to normal wear and tear over the long-term use of the device.